Manufacturer narrative:
The unit was not returned for eval. Per customer service, when they followed up with the sales rep, the rep stated that the unit was sent back under the product recall rga 23738, and it came back in working condition. An add'l follow-up to the sales rep via telephone was performed to clarify this info and the info reported in the complaint. The sales rep stated the info was correct.

Event description:
Touch screen on console is not responsive.